Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized by paramedics two years ago due to low blood glucose. The customer was given an injection of glucagon and recovered quickly after that. There were no further information about the hospitalization or what caused the low blood glucose. It is unknown if the customer was wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.